Event description:
The customer alleged that the device was auto-cycling. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reproted symptom, but replaced the autozero solenoids as a precautionary measure. The unit passed extended self testing. It is not verified that the device autocycled, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.